Event description:
The device has three lines going into one outlet to patient. Two of the three lines flushes easily. The shortest line with the yellow slide clamp will not flush at all. Fluid can be flushed past filter, but will not flush out. Update: this occurred with a second device approximately five days later.